Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 67-year-old male with a previously implanted unknown amulet left atrial appendage occluder device, presented to the emergency department with shortness of breath and chest pain, and evaluation revealed device perforation near the circumflex coronary artery. He was taken for emergency sternotomy with pericardial exploration and repair of the circumflex artery injury. Preoperative transesophageal echocardiogram showed normal left ventricular wall motion, hyperdynamic systolic function with an ejection fraction greater than 70%, hyperdynamic right ventricle, borderline biatrial enlargement, intact interatrial septum, trace mitral regurgitation, and a moderate circumferential pericardial effusion; the amulet device was visualized overlying the left atrial appendage adjacent to the circumflex artery and lateral mitral annulus. Intraoperatively, the perforation was repaired after significant resuscitation involving approximately 3 liters of blood loss and transfusion of four units of packed red blood cells. Postoperative echocardiogram demonstrated an ejection fraction of 60¿65%, resolution of pericardial effusion, and stable device position without evidence of dissection. Cardiac tamponade was seen on readmission, pericardiocentesis taps were done each removing 600cc. It was concluded surgery would be required to fix. The patient was extubated, awake, and neurologically intact, with stable vital signs and minimal chest tube output aside from a minor air leak attributed to prior pleural adhesions. Chest tubes were maintained, and mobilization was planned once the femoral venous line was removed; the patient was discharged and is recovering. The user believe an amulet caused the pericardial effusion.

Event description:
N/a.

Manufacturer narrative:
An event of patient device incompatibility was reported with angina, dyspnea, perforation, pericardial effusion, and cardiac tamponade. A returned device assessment could not be performed as the device remains implanted. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information and cine review, a cause for the reported patient device incompatibility and perforation could not be determined. The reported angina, dyspnea, pericardial effusion, and cardiac tamponade are likely cascading effects from the event. Interventions were a result of case-specific circumstances, as a pericardiocentesis, blood transfusion, and surgical repair of the perforation were performed. There is no indication of a product issue with respect to manufacture, design or labeling.